Event description:
Follow up information identified the patient was reprogrammed with burst program and is receiving therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported lost stimulation due to battery depletion. The patient did not charge her ipg as recommended. Replacement devices did not resolve the issue. The patient underwent surgical intervention where the ipg was removed and replaced.